Event description:
It was reported that "the patient's caregiver called to inform the manual wheelchair is falling apart while attempting to use it as usual." The technician stated "upon diagnosis, it was determined that the paitnet needed a new wheelchair. The brakes were broken and missing bolts, the frame was broken."

Manufacturer narrative:
It was reported that "the patient's caregiver called to inform the manual wheelchair is falling apart while attempting to use it as usual." The technician stated "upon diagnosis, it was determined that the paitnet needed a new wheelchair. The brakes were broken and missing bolts, the frame was broken." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.